Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that the system shut itself down during a surgical procedure. When the system was rebooted two system messages were displayed. The surgery was completed with an alternate system. There was no harm to the pt.